Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: the surgeon was potentially planning to do a colostomy during this procedure. Procedure name: left hemi-colectomy. The procedure was delayed 60 minutes as a result of the difficulties encountered with these devices. - it is reported that after firing, no staples were seen on the distal staple line. Patient is elderly and has a history of colorectal carcinoma. Has had previous colorectal surgery (anastomosis) - it is unknown when this was done the patient was given a colostomy during the reported procedure, it is unknown if it is temporary or permanent.

Manufacturer narrative:
(B)(4). (Device b): batch # = g50a5j; exp date = 07/19/2015 (device b): MFR date 8/19/2010. Additional information: per the surgeon: procedure: lar- low anterior resection. Age: (B)(6) - sex: male. Previous treatments: rectal cancer - first surgery 1.5-2 years prior. -rectal cancer, had radiation, chemotherapy and then stenosis of the anastomosis, and finally this attempt at resection and anastomosis. Final condition: abdominoperineal resection. Patient was discharged after normal stay. Doctor commented that there was not an "adverse event" and it was in the patients best interest. Surgeon indicated it was almost like a "low hartmann's" - it was better for the patient, not a catastrophe, as he was unable to bring down the rectum. Devices (a) and (b) were received in good visual conditions and with cartridge reloads loaded in the devices. The reloads were received void of staples, with the washers completely cut, with the drivers exposed and with the knives recessed below the cartridge decks. The devices were tested for functionality with engineering sample reloads and the devices fired, forming all staples and cutting as intended. The cut lines were complete, the staple lines were complete and the staples were noted to have the proper b-formed shape. The device lockouts and the reload lockouts were functional. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, two devices were used and did not form staple lines. It is unknown how the procedure was completed. It is unknown if there was any adverse consequence to the patient.

Event description:
.